Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using one bd vacutainer® push button blood collection set, customer noticed that the luer adapter was already detached. No patient impact reported.

Manufacturer narrative:
Investigation summary bd received two photos for investigation, which show a device with the male luer separated from the female luer. Additionally, 30 retained samples were visually inspected, and all samples passed the test as the male luer was properly connected to the female luer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® push button blood collection set, customer noticed that the luer adapter was already detached. No patient impact reported.